Event description:
It was reported by the patient that the remote monitor battery compartment was dirty and the batteries inside the monitor leaked and caused corrosion. The patient replaced the batteries and there was still no power. The patient also reported trying to clean the monitor and then placing new batteries inside but there was still no power. The patient was referred to the clinic for a replacement and is returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that there was corrosion at the battery terminal, it could not be confirmed that there was no power. The batteries were not returned with the monitor, the monitor was able to power up with good batteries.